Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2024, a patient underwent port placement procedure using the power port MRI isp through right internal jugular vein for access and placing the port two transverse fingerbreadths below the right clavicle. 1 years 5 months and 18 days post procedure, the patient experienced cardiac discomfort and chest pain, and upon returning for evaluation, imaging revealed a broken catheter fragment lodged within the heart. The fractured segment was successfully retrieved through an interventional procedure. The procedure was completed using another device. Current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical sample was not returned for evaluation, one photo was provided for review. The photo show's complete view of attached one powerport with an attached groshong catheter, and no evidence of catheter fracture is noted. Therefore, the investigation is inconclusive for reported fracture, material separation and migration issues as the provided evidence was not sufficient to confirm the issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent port placement procedure using the power port MRI isp through right internal jugular vein for access and placing the port two transverse fingerbreadths below the right clavicle. One year five month months and eighteen days post procedure, the patient experienced cardiac discomfort and chest pain, and upon returning for evaluation, imaging revealed a broken catheter fragment lodged within the heart. The fractured segment was successfully retrieved through an interventional procedure. The procedure was completed using another device. Current status of the patient is unknown.